Event description:
According to the facility during a procedure there was visible lint on the sterile field and the patient.

Manufacturer narrative:
According to the facility during a procedure there was visible lint on the sterile field and the patient. Per the facility the patient's wound needed to be irrigated and washed out. Per the facility the procedure was able to be completed and there are no known issues with the impacted individual. No additional information is available at this time. The sample was returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.